Event description:
The customer reported the system displayed a pre-charge error code and thereby failing to boot up. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no reports of pt or staff injury were reported.